Event description:
It was reported that the right atrial (ra) lead had a confirmed fracture via an x-ray that was performed before a device implant. After explanting the lead, there was damage around the anchoring sleeve. The tip of the lead broke during extraction. It was also noted the right ventricular (rv) lead appeared to be slightly damaged around the anchoring sleeve. It was suspected that the leads had been fixed together too tightly. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.